Event description:
The tip broke off the im rod and a 3 inch section remains in the femur. The surgery was extended 20 minutes before the doctor elected to cement the tip in place and continue the procedure.